Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a electrical continuity error occurs due to water invasion in the scope connector, air/water leakages or fluid invasion, fluid invasion with no leakage (no phenomenon or abnormalities in appearance),there is a trace of water invasion in the device (e.g. Internal rust or corrosion), scope connector water leakage- excessive fluid ingress. The plug body was dismantled, the moisture indicator had been triggered evidencing fluid ingress within the plug body. Bending manipulation and insertion tube defects, angulation malfunction, bending problematic, incorrect shape or angle of bending, reduced angulation. No image due to e315 error-scope. Electrical continuity error occurred due to water invasion in the scope connector the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope displayed e315 scope error. The issue occurred during preparation for use in an unknown colonoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, the suggested event occurred. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.". Olympus will continue to monitor field performance for this device.